Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patients battery was non-functional. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1132 sn (B)(4). Device evaluation indicated that the complaint was not verified. The ipg was linked with a test remote control, and it measured 3.725 volts. The battery depletion and sleep current rates were within the expected ranges 3.49 mv and 42 ua respectively. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patients battery was non-functional. The patient underwent an ipg replacement procedure.